Event description:
The customer reported to olympus, the hd autoclavable camera head was able to color balance but once they got into patient the camera went black. The customer stated that they used another camera. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has been received at olympus, and evaluation is in process. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 (serial number). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional evaluation findings included a puncture on the cable, a smashed connector tip, grinding noise on coupler, and a failed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at the repair department. However, it is possible that the image loss occurred temporarily due to a communication failure caused by water intrusion into the cable resulting in a short circuit or corrosion since it was confirmed there was a hole in the cable and water leakage had occurred. The cause of the image loss when inserted into the body of a patient could not be identified. The event can be detected/prevented by following the instructions for use which state: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not strike the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.